Event description:
It was reported to fresenius that a patient who had been on dialysis for approximately five years experienced a dialyzer reaction during treatment utilizing the fx coral fx600 hdf dialyzer. The patient arrived for a regularly scheduled four hour and eight minute hemodialysis (hd) treatment on (B)(6) 2024. The patient was utilizing a fresenius 5008 hd machine in hemodiafiltration (hdf) post-dilution treatment mode. The patient¿s access site was a fistula. The blood flow rate (bfr) was 400 ml/min and the dialysate flow rate (dfr) was set to 400 ml/min. The ultrafiltration rate was 823 ml/hour. The patient had been completing dialysis utilizing the fx coral fx600 dialyzer since (B)(6) 2024. The treatment was initiated at 8:05 am. Ten minutes into the treatment the patient began to cough. The patient experienced hypotension and at 8:32 am the patient began to experience neurological symptoms resulting in a loss of consciousness. The patient had full reversion with administration of saline (volume not provided) and intravenous (IV) hydrocortisone 100 mg. The patient¿s treatment continued, and it was completed at 12:18 pm. A sample was not expected to be returned for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: based on the available information, there is a temporal and a likely causal relationship between the fresenius fx coral fx600 dialyzer and the patient¿s reaction (characterized by coughing, hypotension, and a loss of consciousness) as the reaction was reported to have occurred during treatment. Although rare, hypersensitivity or anaphylactoid reactions to dialyzers are a known risk during hemodialysis. The exposure of the patient¿s blood to a foreign substance present in the extracorporeal circuit is the result of an immunoallergic response. Per the instructions for use for the fx 600 coral dialyzer, hypersensitivity reactions may cause mild to severe signs and symptoms, including: itching, flushing, hives, swelling, fever, leukopenia, hypotension, hypertension, shortness of breath with wheezing, arrhythmias, and/or respiratory arrest. Additionally, the IFU states with severe hypersensitivity reactions, dialysis must be discontinued and aggressive first line therapy for hypersensitivity reactions must be initiated. Blood from the extracorporeal system should not be returned to the patient in cases of hypersensitivity reactions as determined by the physician. There is no documentation of the dialyzer being changed. The patient¿s treatment was continued and completed. There is no evidence of an fx coral fx600 dialyzer product deficiency or malfunction, but rather a bio-incompatibility between the patient and the membrane material. However, although there is no allegation or evidence of a product malfunction or deficiency, the fx coral fx600 dialyzer cannot be excluded as causing or contributing to the patient¿s adverse event.

Event description:
It was reported to fresenius that a patient who had been on dialysis for approximately five years experienced a dialyzer reaction during treatment utilizing the fx coral fx600 hdf dialyzer. The patient arrived for a regularly scheduled four hour and eight minute hemodialysis (hd) treatment on (B)(6) 2024. The patient was utilizing a fresenius 5008 hd machine in hemodiafiltration (hdf) post-dilution treatment mode. The patient¿s access site was a fistula. The blood flow rate (bfr) was 400 ml/min and the dialysate flow rate (dfr) was set to 400 ml/min. The ultrafiltration rate was 823 ml/hour. The patient had been completing dialysis utilizing the fx coral fx600 dialyzer since (B)(6) of 2024. The treatment was initiated at 8:05 am. Ten minutes into the treatment the patient began to cough. The patient experienced hypotension and at 8:32 am the patient began to experience neurological symptoms resulting in a loss of consciousness. The patient had full reversion with administration of saline (volume not provided) and intravenous (IV) hydrocortisone 100 mg. The patient¿s treatment continued, and it was completed at 12:18 pm. A sample was not expected to be returned for evaluation.

Manufacturer narrative:
Plant investigation: a complaint sample was not returned for evaluation. The described situation is adequately addressed in the instructions for use (IFU). Due to 100% testing, it is highly unlikely to detect a failure in a retention sample. Furthermore, only a small number of reserve samples are available. Therefore, the retention sample analysis was not done. The cause for the reported failure cannot be confirmed based on the information currently available. In the past for similar cases, extraction of retention samples showed no unusual residuals which could lead to the reported reaction. Therefore, it is assumed that the patient¿s allergy/reaction was caused by other factors besides the dialyzer (for example: the specific physical/medical status of the patient). An investigation of the device history records (DHR) revealed that all products were found to be conforming to specifications. The review did not find any evidence of a relationship with the reported failure mode. Rinsing and sterilization parameters were specifically checked, and no deviations were found. Based on the available information, the reported event cannot be traced to the device.